Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 4/12/2010 that a customer had an issue with a hemodialysis catheter. The customer reported that on (B)(6)2010 they saw bubbles in the dialysis tubings at the end of the pt's treatment. They noticed that there was a tear/hole in the tal palindrome catheter. They have reported that the hole is in the catheter shaft, in the white area just below the junction of the backend and shaft assembly. Catheter removed and replaced on (B)(6)2010.